Manufacturer narrative:
There were two parts involved with the reported incident: 64895-008 and 64005. The device history record for the part number 64895-008 lot number 608779 was evaluated and does not reveal any quality concern. The device history record for the part number 64005 in question was not able to be identified because, the lot number was not provided for evaluation. The device master records for the parts in question were evaluated and the changes made have no impact on the safety and effectiveness of the product. The parts will not be returned to alphatec spine. The initial reporter reported, the surgeon was inserting a cage trial between vertebrae body and had a hard time recognizing the depth of the vertebrae body because of too much spondylolisthesis. The trial fell after trying to remove from the trial inserter. The surgeon tried to remove the trial out, but there was plexus vein located under the blood vessel. The surgeon gave up on picking up the trial and the trial was left inside the patient. Additional information was reported that a special instrument was made to the hospital as a special trial remover that were used in several surgeries with no problem prior to the reported incident. Verification and validation testing was not performed on the special instrument. This instrument was created for a surgeon without the knowledge or input of the manufacturer. It was indicated on the novel instructions for use (ins-026) that the novel system will be contraindicated if use with components from other system.

Event description:
A vertebral body replacement trial fell into the patient cavity during a procedure. The surgeon attempted to retrieve the trial from the patient, but was unsuccessful. The trial was left inside the patient.